Manufacturer narrative:
Date of event. Date is estimated; year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the reason for the call was to report it seemed lately that the device was not doing much to help the patient use the bathroom especially at night. They had already tried a couple different programs but they had not slowed down urination at night. It worked for a couple nights but then stopped and the patient started to experience uncomfortable stimulation. The caller reported at one time the patient was scheduled to have the system moved or removed because it was causing pain to the sciatic nerve and causing right leg pain. The patient had "gotten nerve block shots" and their health care professionals all seemed to think the location of the ins was impinging the sciatic nerve. They had to postpone revision surgery as the patient dealt with other health issues. The caller wanted to know which program they should change to. General theory and use of programs were reviewed and the caller indicated they would change to another program and monitor symptoms. They were redirected to the patient's doctor if the issue persisted.